Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was cleaning the outside of the belt clip. He stated that he tried to reset the insulin pump by removing the battery, but he noted that this did not resolve the alarm. His blood glucose was 131 mg/dl. He stated that he may have grazed the insulin pump against items while it was on his hip. He did not observe any other significant events leading to the alarm. He also reported that he had had low blood glucose of 39 mg/dl in the morning, but the insulin pump did not go into the threshold suspend to stop insulin delivery. He never checked the sensor reading. He noted that the low blood glucose was explained, as he still needed to see his doctor to lower his basal rates. He declined to troubleshoot for the sensor issue. He was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The threshold suspend feature is working properly. The insulin pump was programmed with test minilink and glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the value properly on the graph display. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.